Event description:
Dealer reports that the legs on the unit are destroyed, it makes the lift unstable. Dealer states this is not from abuse, he has seen this on multiple units of this same model. Dealer also reports that there is a bar by the handle of the pump that is also broken and this has also been a repeated issue on multiple lifts, just had this pump replaced in (B)(6) of 2013 for the same reason.